Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. Visual inspection was performed, and the machine wheels were observed to be stuck due to dirt on the wheels. A service history review was performed and found that the device has been serviced within the last twelve (12) months for the same issue of broken wheel. The issue was resolved by adjusting a bent wheel on the misaligned machine base. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to related to the dirtiness of the wheel. The wheels were cleaned to resolve this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wheels of a prismaflex machine ¿were stuck and could not move easily¿. Additionally, the machine was at risk of tipping over. The event occurred during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.